Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information requested but unavailable: how was the device removed from the tissue? Was there any tissue damage? If yes: please explain the tissue damage? How was the tissue damage repaired?

Event description:
It was reported that during a roux-en-y procedure, the jaws of the device would not open. A new device of the same product code was brought into the room and the case was completed with no further issues. There were no patient consequences reported.